Event description:
Per the clinic, the patient experienced pain above the implant site with, and without device use, resulting in the decision to explant the device. The device was explanted (B)(4), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).